Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had a scale marking issue. The following information was provided by the initial reporter:" "noticed on 3 ml syringe, dosage ink marks spun around syringe - not straight and accurate. Syringe not used for vaccine administration. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: (B)(6). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: noticed on 3 ml syringe, dosage ink marks spun around syringe - not straight and accurate. Syringe not used for vaccine administration. Who was affected? Patient. Device name/description: syringe luer lock tip 3ml manufacturer: (B)(6). Manufacturer code/model: 309657 serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: (B)(6). Was the device retained? No.